Manufacturer narrative:
Beckman coulter inc. Customer technical service guided the customer through a series of troubleshooting activities. Based upon these assessments the customer identified that the reagent syringe was loose. This is believed to have been caused during customer completed reagent syringe maintenance the week prior to this event. Service was also dispatched to the site for this event. The field service engineer found a mixer paddle not being washed properly. Although hardware issues were identified a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that erroneously low glucose (glu) results were generated from a unicel dxc 600i synchron access clinical system for three patients. The initial glu results were low or suppressed with an "out of instrument range low" flag. Upon repeat on the same instrument the glu results were higher. Patient two and three's samples were retested on another instrument and the results confirmed the repeat results. The repeat results were considered valid, and reported out of the laboratory. The initial erroneously low glu results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information and sample collection/handling information was not supplied by the customer. Instrument glu quality controls results during the timeframe of the event were found erratic.